Manufacturer narrative:
E1. Initial reporter address: (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for needle separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Regular inspections for the adhesive bond where the bond will not be broken with a force of 5 lbs. The uv sensor is challenged to make sure the glue is cured. This complaint has been confirmed for the indicated failure mode needle separation. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® urine transfer straws that thirteen (13) transfer needles separated from the straw. There was no health impact or consequence reported.